Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the lad. Approximately 32 months post index procedure the patient suffered an mi. The patient was treated with medication and medical therapy. Investigator assessed that the event was not related to the study device. The event was resolved. Approximately 33 months post index procedure the patient had a target vessel revascularization of the lmca due to coronary artery disease progression. A resolute integrity stent was implanted during the revascularization. Investigator assessed that the event was not related to the study device. The event was resolved.

Manufacturer narrative:
Results: mi. Conclusions: mi.